Manufacturer narrative:
Insulin pump passed pump self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in spec. Device received with stripped battery cap coin slot noted. Minor scratches on lcd window, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Event description:
Customer's mother reported via phone call that the customer could not remove the battery cap. Customer's blood glucose was 500 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.